Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. The device was expected to return after the explant procedure, but no more information could be obtained regarding device replacement for this case.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case and to correct fields e1: "initial reporter" and "initial reporter phone" and e3: "occupation". Product is not expected to return as it remains in service.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. The device is expected to return after the explant procedure. No adverse patient effects were reported.